Manufacturer narrative:
(B)(4). Additional information: during robotic lap/sigmoid colectomy for sigmoid cancer, after curved intraluminal circular stapler size 29mm was fired, stapler would not come out of the bowel after stapler was released. Surgeon manually removed the stapler from above while assist took out stapler from below. All pieces of stapler were identified. Surgeon revised anastomosis with another curved intraluminal stapler size 29mm. That stapler released properly and anastomosis was complete.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a robotic colectomy procedure, the device would not fire. The device was removed and the surgeon did another anastomosis with another like device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.